Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers, while pending the us 510k submission clearance and launch of the new product.

Event description:
The customer stated that one pediatrics patient sample generated a higher than expected result of more than 100 ug/ml for the architect vancomycin assay. The customer indicated that the sample looked icteric and it was diluted then retested with an expected result of 4. A second sample was then redrawn from the patient and tested with a result of 2.2 which was reported out with no impact to patient health. The customer indicated that the patient treatment was delayed till the expected result was obtained.